Manufacturer narrative:
One device was returned for repair with complaint that the pump was unable to bolus. Service history review identified no indication that the complaint was related to a service of the device within the view period. Visual evaluation confirmed that a damaged pin from the dose code was remaining inside the dose cord connector. Probable cause of complaint was damaged the pin of dose cord. The pin of the dose cord was removed to correct the problem. Device passed all function test post repair.

Event description:
It was reported that device is unable to bolus. The event occurred during patient use at the facility. There was patient involvement and no patient harm reported.